Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. During the investigation, mmdg could not replicate or confirm the complaint as reported. The initial reporter did state that the patient was using "real food" in the pump. Use of anything other than enteral formulas is contraindicated. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter stated that the pump "stops running during feeding". No other information was provided at the time of the complaint, and the pump was returned to mmdg for investigation, which determined that the pump was operating as expected. After several follow up attempts from mmdg the initial reporter provided additional information to mmdg on october 3, 2019. At that time, they stated that the patient missed one scheduled feeding due to the complaint. They did not provide any information about how long the delay was or if they were able to provide supplemental feeding. (B)(4).